Manufacturer narrative:
Investigation summary: one physical sample and multiple photos were provided to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during production of batch 1812217. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A project was initiated and camera systems recently installed in the assembly station to detect this defect. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode of stopper separation with the photos and sample provided. It has been received 1 unused sample of 30ll with open blister lot 1812217 for investigation. Upon visual inspection of the sample received, it can be observed the stopper is wrong assembled to the plunger, it is distorted against barrel walls. DHR of lot 1812217 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused because the plunger-stopper was not correctly aligned to the barrel at the moment of assembly. According to inspection plan procedure (B)(4), (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with the plunger-stopper was not correctly aligned to the barrel at the moment of assembly in the assembly station. Root cause description: the plunger-stopper was not correctly aligned to the barrel at the moment of assembly in the assembly station. Rationale: vision system has been installed in march 11th 2019 in the assembly station to detect this defect (project#(B)(4)).

Event description:
It was reported that the rubber plunger head in the bd plastipak¿ luer-lok¿ syringe didn't remain in its normal position while extracting medication into the syringe during use. As reported by the customer, "black part in plunger wasn¿t remaining in situ when extracting medicine in the syringe."